Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1003 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1003 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, cervical intraepithelial neoplasia, edema, tobacco user, pap smear abnormal, surgery (1. Nerve ablation in the right lower extremity in 2011. 2. Colposcopy. 3. Leep procedure. 4. Essure procedure. 5. Novasure procedure.), allergy (1. Oxycodone. 2. Acetaminophen.), depression, migraine headache, cervical dysplasia and dysfunctional uterine bleeding. The patient had a family history of cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1008 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and right ovarian cystotomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.05 kg. [Blood pressure measurement] on (B)(6) 2015: vital signs: blood pressure 110/78. [Pathology test] on (B)(6) 2015: specimen/s received: uterus, cervix, bilateral tubes. Clinical history: dysplasia final pathologic diagnosis: -uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: healing surgical wound of transitional zone (status-post leep) -endometrium: changes suggestive of previous ablation -myometrium: no significant histopathologic abnormality -serosa and parametrium: no significant histopathologic abnormality -bilateral fallopian tubes: benign paratubal cysts gross description: metallic coiled sterilization devices are identified in the bilateral interstitial isthmi. Both the right and left fallopian tubes are patent the right fallopian tube includes a 0.6 cm paratubal simple cyst filled with clear serous fluid. Microscopic description: both fallopian tubes are unremarkable, aside from a benign paratubal cyst on the right side, which is also lined by a bland tubal epithelium [ultrasound scan] on (B)(6) 2015: pelvic ultrasound study revealed a uterus measuring 8.17 cm x 3.52 cm x 3.8 cm, endometrial lining 4.7 mm. No fibroids were noted. Adnexa within normal limits and both essure devices were seen in place.; on (B)(6) 2015: : exam revealed normal external genitalia. Bartholin's, urethra, and skene's glands within normal limits. Cervix is parous and evidence of prior leep procedure with some irritation noted at the cervical bed, but no active bleeding. Adnexa is nontender, without masses quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated .indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.